Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component codes and investigation conclusion, h11. Corrected field: h8 a getinge field service engineer fse evaluated the unit and confirmed battery in slot 2 was not charging. Fse replaced batteries let charge and equipment operated as intended. The o-ring was replaced as due for replacement. The preventive maintenance (pm) services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not charging batteries. There was no patient involvement.